Event description:
Information was received from a healthcare provider (hcp) and the patient via the company representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump. It was reported that the company representative (rep) was notified date of replacement surgery on (B)(6) 22025 by the patient prior to undergoing surgery. It was reported that the patient had infection and had to have previous system removed. At the time of surgery on (B)(6) 2025, the patient did not have any items implanted. Everything was explanted in 2024 by healthcare provider (hcp). The cause of the infection was unknown. The issue was resolved at the time of the report and product was discarded by facility (would not be returned).

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-sep-2026, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.